Event description:
Procedure type: anterior resection. According to the reporter: instrument did not clamp clips properly and did not cut completely. No blood loss occurred. A new instrument was used to complete the procedure. No pt injury was reported. Surgical time was extended by more then 30 minutes. No pt details were provided.

Manufacturer narrative:
Initial report sent: 01/07/2008.